Event description:
During a pulsed field ablation (pfa) procedure to treat an atrial fibrillation a farawave was selected for use. Fluid did exit the proximal end of the basket, but a slower rate than usual. The splines did not undeploy all the way after checking the planarity of the splines. The physician decided to proceed anyway. When the flush line was hooked up, it was noted that the drip portion of the line was not dripping regularly. This indicated to us that fluid was not flowing through the catheter. The catheter was removed from the sheath and noted that it could no longer see dripping out the proximal end of the basket. The device was replaced, and the procedure was completed successfully. No patient complications were reported. The device is expected to return for laboratory analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During a pulsed field ablation (pfa) procedure to treat an atrial fibrillation a farawave was selected for use. Fluid did exit the proximal end of the basket, but a slower rate than usual. The splines did not undeploy all the way after checking the planarity of the splines. The physician decided to proceed anyway. When the flush line was hooked up, it was noted that the drip portion of the line was not dripping regularly. This indicated to us that fluid was not flowing through the catheter. The catheter was removed from the sheath and noted that it could no longer see dripping out the proximal end of the basket. The device was replaced, and the procedure was completed successfully. No patient complications were reported. The device has been received at boston scientific post market laboratory.

Manufacturer narrative:
The device has been received for analysis. During product analysis the device passed all test performed, showing no evidence of the reported failures. The no problem detected code was selected for both reported allegations. The allegations were unable to be confirmed, and no evidence or abnormalities were observed during the analysis.